Event description:
It was reported that circulating water was full but only one liter was drained. The water injection and drainage were performed again, but there was no abnormality. Per additional information via email from ibc on 03nov2023, it was stated that the device not reproducible flow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that circulating water was full but only one liter was drained. The water injection and drainage were performed again, but there was no abnormality. Per additional information via email from ibc on 03nov2023, it was stated that the device could not reproducible flow.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The reported issue was unconfirmed and not a manufacturing or supplier related failure therefore DHR review was not required. The reported event was unconfirmed, labeling/packaging review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.